Event description:
The initial reporter received questionable ise results on a cobas 4000 c311 stand alone system. The initial results on the sample were na 121 mmol/l with flag, k 4.59 mmol/l, and cl 88.5 mmol/l with flag. The repeat results on the sample were na 139 mmol/l, k 5.24 mmol/l with flag, and cl 103.1 mmol/l. The second repeat results from a sample cup were na 139 mmol/l, k 5.26 with flag, and cl 103.5 mmol/l. The initial results were not reported outside of the laboratory. The repeat results were deemed correct. The na, k, and cl electrode lot numbers and expiration dates were not provided.

Manufacturer narrative:
The field service engineer replaced the electrodes and ise solutions. The ise module had a pinched valve and tubing that was also replaced. Cal and qc data were acceptable. The instrument alarm trace indicated several low water reservoir alarms. The reference solution had black growth in the tubing that resembled mildew. The ise concentrated drain port had a thick salt build-up.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling. Medwatch fields a2 - age at time of event, a2 - date of birth, a3 ¿ sex, and a4 ¿ weight were updated.